Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 10nov2017. No further follow-up is planned. Evaluation summary: a female patient reported that on (B)(6) 2017, she experienced increased blood glucose and difficulty seeing. The patient believed it happened because she was affected by the hospitalization of her parents. She also reported that subsequently, on (B)(6) 2017, when pressing the injection button of her humapen savvio device, the pieces of the button split. Due to this device problem, the patient missed her dose, but no adverse event regarding this drug dose omission was reported. Investigation of the returned device (batch 1403v04, manufactured march 2014) found the injection button was detached due to a molding-related component issue. Additional function testing of the device could not be performed due to the detached injection button. Malfunction confirmed. A corrective action was implemented starting with batch 1512v01 (manufactured december 2015) for improved molding in-process controls. Batch 1403v04 was manufactured in march 2014, which was prior to the corrective action. There is only one other complaint of this type for batch 1403v04. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use and start date. The insulin lispro was delivered by humapen luxura champagne. Around (B)(6) 2016, the humapen luxura champagne was replaced by a humapen savvio red device. On (B)(6) 2017, approximately one year after beginning insulin lispro therapy via humapen savvio red, the patients glycemia reached 600 (unit and normal range were not provided) and she experienced difficult seeing. The patient believed it happened because she was affected by the hospitalization of her parents. The blood glucose increased was considered as serious due to medically significant reasons by the company. As corrective treatment for high glycemia, the patient applied insulin lispro, however, the insulin was taking too long to have effect and because of that the patient applied insulin lispro many times, which subsequently caused a hypoglycemia during the dawn of (B)(6) 2017. The patient contacted her treating physician to inform about the events and the physician requested laboratorial examinations to investigate the cause of events and if there were any sequelae. The examinations requested were: complete blood count, glycemic curve, mapping of retina and peptide c. It was unknown if the patient already underwent these exams and no results were provided. No information regarding corrective treatments for difficult seeing, drug effect delayed, extra doses administrations and hypoglycemia was provided. On (B)(6) 2017, the humapen savvio red broke, which was described as: when the patient pressed the injection button, the pieces of the button split. Then, due to this device problem, the patient missed her dose, but no adverse event regarding this drug dose omission was reported and no further details regarding corrective treatments for this event were provided (pc (B)(4) /lot 1403v04). The outcome for all reported events were unknown. The status of insulin lispro therapy was not provided. The patient operated the device but it was unknown if she was trained. This device model of humapen savvio red and the reported device have been used for one year. The suspect device, which was manufactured in mar2014, was returned to the manufacturer on 04oct2017. Upon investigation, the injection button was found detached due to a molding component problem; the suspect device was confirmed to not function properly. The reporting consumer related the increased glycemia to the hospitalization of patients parents, the drug dose omission to device problem and the effect delayed to insulin lispro. No other assessment of relatedness was provided. Update 13sep2017: additional information received on 13sep2017 from call center was processed within the initial report. Edit 19sep2017: this case was unlocked in order to add product complaint number in narrative. Edit 01oct2017: updated medwatch fields for expedited device reporting. No new information added. Update 10nov2017: additional information received on 09nov2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6)(EU/(B)(6)) device information, malfunction from unknown to yes/no cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for pc (B)(4) associated with lot 1403v04 for humapen savvio (red) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant:(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use and start date. The insulin lispro was delivered by humapen luxura champagne (lot number unknown). Around sep2016, the humapen luxura champagne was replaced by a humapen savvio red (lot number 1403v04). On(B)(6) 2017, approximately one year after beginning insulin lispro therapy via humapen savvio red (lot number 1403v04), the patients glycemia reached 600 (unit and normal range were not provided) and she experienced difficult seeing. The patient believed it happened because she was affected by the hospitalization of her parents. The blood glucose increased was considered as serious due to medically significant reasons by the company. As corrective treatment for high glycemia, the patient applied insulin lispro, however, the insulin was taking too long to have effect and because of that the patient applied insulin lispro many times, which subsequently caused a hypoglycemia during the dawn of (B)(6) 2017. The patient contacted her treating physician to inform about the events and the physician requested laboratorial examinations to investigate the cause of events and if there were any sequelae. The examinations requested were: complete blood count, glycemic curve, mapping of retina and peptide c. It was unknown if the patient already underwent these exams and no results were provided. No information regarding corrective treatments for difficult seeing, drug effect delayed, extra doses administrations and hypoglycemia was provided. On (B)(6) 2017, the humapen savvio red broke, which was described as: when the patient pressed the injection button, the pieces of the button split. Then, due to this device problem, the patient missed her dose, but no adverse event regarding this drug dose omission was reported and no further details regarding corrective treatments for this event were provided. The humapen savvio red (lot number 1403v04) was associated with product complaint number 4120236. The outcome for all reported events was unknown. The status of insulin lispro therapy was not provided. The patient operated the device but it was unknown if she was trained. This device model (humapen savvio red) and the reported device have been used for one year. The return status of reported device was unknown. The reporting consumer related the increased glycemia to the hospitalization of patients parents, the drug dose omission to device problem and the effect delayed to insulin lispro. No other assessment of relatedness was provided. Update 13sep 2017: additional information received on 13sep 2017 from call center was processed within the initial report. Edit 19sep2017: this case was unlocked in order to add product complaint number in narrative. Edit 01oct2017: updated medwatch fields for expedited device reporting. No new information added.